Event description:
It was reported that during a laparoscopic cholecystectomy procedure the pouch would not close correctly and the metal rims broke off. The surgeon tried to pull the suture to close the pouch. There were no consequences to the patient reported.